Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device had slipped significantly from it's implanted location. The movement displaced the associated right ventricular lead. During the revision to replace the lead, the device was repositioned and remains implanted and in service. No pre or post procedure complications.